Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device has not been returned, at this time.

Event description:
The facility reported to the sales rep that during preparing the PICC for insertion, water leaked from a crack in the grey hub when flushed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked hub is confirmed and appears to be manfucaturing related. One 5 fr powerrpicc solo triple lumen was returned for investigation. No apparent use residue was observed. The cavity ¿p¿ was identified on the grey hub luer connector. The three lumens were flushed with water using a 12 ml syringe and a leak was observed at the grey lumen. Micropscopic observation revealed a longitudinal crack that extended 10 mm from the proximal end of the hub. The crack was observed to expand with the insertion of the syringe. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
The facility reported to the sales rep that during preparing the PICC for insertion, water leaked from a crack in the grey hub when flushed.